Manufacturer narrative:
Company comment: the serious expected events of swelling, nodule and infection at implant site were considered possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factors include sun exposure post filler treatments. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a 55-year-old female patient. Additional information was received on 31-oct-2022 from the same reporter. The patient was completely healthy. No allergies reported previously. No information about previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with restylane to glabella (unknown amount, lot number, injection technique and needle type). On (B)(6) 2022, the patient received treatment with 2 ml of restylane defyne to cheeks (unknown lot number, injection technique and needle type). On (B)(6) 2022, the patient received treatment with 0.5 ml of restylane eyelight to unknown location (unknown lot number, injection technique and needle type). The same day, the patient also received treatment with 2 ml of juvederm volux to the chin area. On (B)(6) 2022, the patient received treatment with 2 ml of restylane defyne to cheeks (unknown lot number, injection technique and needle type). According to the physician, the patient had experienced a small reaction already after the restylane defyne treatment but did not report it to the physician at that time. On (B)(6) 2022, the patient received treatment with 1 ml of restylane lyft to corners of the mouth (unknown lot number, injection technique and needle type). After the restylane lyft treatment, the patient experienced a strong reaction and sought emergency care and received treatment with betapred [betamethasone sodium phosphate] 5mg daily dose for 6 days. On (B)(6) 2022, the patient had visited the physician who could then establish a strong swelling (implant site swelling) in the whole face with hard nodules (implant site nodule) at almost all injection sites. The physician prescribed dalacin [clindamycin hydrochloride] 300 mg twice daily, total 100 pcs. On (B)(6) 2022, the patient visited the physician again and since swelling had not decreased and the betapred course was discontinued, prednisolone [prednisolone] with a daily dose of 20 mg was prescribed, to be lowered gradually. The patient was also injected with 150 u of hyaluronidase [hyaluronidase] on all reaction sites. On (B)(6) 2022, the physician saw that the effect of the treatment was marginal and hence, repeated the hyaluronidase treatment with the same amount. On (B)(6) 2022, the patient visited the physician who prescribed an additional course of prednisolone with a starting dose of 25 mg since the treatment with hyaluronidase had no effect. On (B)(6) 2022, the patient was examined, and she was still swollen, although a little bit less than previously. Currently, the patient was taking prednisolone of dose 15 mg daily. During this examination, the physician also found swelling and nodules in the glabella, the site of the restylane treatment performed in (B)(6) 2019. The physician further stated that the reaction clinically looked like a biofilm reaction (implant site infection). In (B)(6) 2022, the standard allergy tests were performed on the ymda which showed allergy against co, ni, and cr. It had also been established at ymda that the reactions started after sun exposure and due to this ymda were planning to perform tests with uv-light. The physician stated that a certain substance in itself might not cause an allergic reaction in a given individual but could in rare cases trigger such a reaction when exposed to uv-light. On (B)(6) 2022, during the last examination, there were still a few nodules which were treated with an additional 150 u of hyaluronidase in total. The swelling in the face decreased. Outcome at the time of the report: swelling was recovering/resolving. Hard nodules was recovering/resolving. Biofilm reaction was recovering/resolving.

Manufacturer narrative:
Company comment: the serious expected events of swelling, nodule and infection at implant site were considered possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factors include sun exposure post filler treatments. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4)is a spontaneous report sent on 26-oct-2022 by a physician, which refers to a 55-year-old female patient. Additional information was received on 31-oct-2022 from the same reporter. The patient was completely healthy. No allergies reported previously. No information about previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with restylane to glabella (unknown amount, lot number, injection technique and needle type). On (B)(6) 2022, the patient received treatment with 2 ml of restylane defyne to cheeks (unknown lot number, injection technique and needle type). On (B)(6) 2022, the patient received treatment with 0.5 ml of restylane eyelight to unknown location (unknown lot number, injection technique and needle type). The same day, the patient also received treatment with 2 ml of juvederm volux to the chin area. On (B)(6) 2022, the patient received treatment with 2 ml of restylane defyne to cheeks (unknown lot number, injection technique and needle type). According to the physician, the patient had experienced a small reaction already after the restylane defyne treatment but did not report it to the physician at that time. On (B)(6) 2022, the patient received treatment with 1 ml of restylane lyft to corners of the mouth (unknown lot number, injection technique and needle type). After the restylane lyft treatment, the patient experienced a strong reaction and sought emergency care and received treatment with betapred [betamethasone sodium phosphate] 5mg daily dose for 6 days. On (B)(6) 2022, the patient had visited the physician who could then establish a strong swelling (implant site swelling) in the whole face with hard nodules (implant site nodule) at almost all injection sites. The physician prescribed dalacin [clindamycin hydrochloride] 300 mg twice daily, total 100 pcs. On (B)(6) 2022, the patient visited the physician again and since swelling had not decreased and the betapred course was discontinued, prednisolone [prednisolone] with a daily dose of 20 mg was prescribed, to be lowered gradually. The patient was also injected with 150 u of hyaluronidase [hyaluronidase] on all reaction sites. On (B)(6) 2022, the physician saw that the effect of the treatment was marginal and hence, repeated the hyaluronidase treatment with the same amount. On (B)(6) 2022, the patient visited the physician who prescribed an additional course of prednisolone with a starting dose of 25 mg since the treatment with hyaluronidase had had no effect. On (B)(6) 2022, the patient was examined, and she was still swollen, although a little bit less than previously. Currently, the patient was taking prednisolone of dose 15 mg daily. During this examination, the physician also found swelling and nodules in the glabella, the site of the restylane treatment performed in (B)(6) 2019. The physician further stated that the reaction clinically looked like a biofilm reaction (implant site infection). In (B)(6) 2022, the standard allergy tests were performed on the ymda which showed allergy against co, ni, and cr. It had also been established at ymda that the reactions started after sun exposure and due to this ymda were planning to perform tests with uv-light. The physician stated that a certain substance in itself might not cause an allergic reaction in a given individual but could in rare cases trigger such a reaction when exposed to uv-light. On (B)(6) 2022, during the last examination, there were still a few nodules which were treated with an additional 150 u of hyaluronidase in total. The swelling in the face decreased. Outcome at the time of the report: swelling was recovering/resolving. Hard nodules was recovering/resolving. Biofilm reaction was recovering/resolving. Tracking list: v.0 initial, v.1 information received on 07-dec-2022: two follow-up attempts with the reporter have been performed without success. Case version opened to submit final mir.